Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a revision procedure where thoracic leads were added. The implantable pulse generator (ipg) was replaced in order to accommodate the leads. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.